Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 . Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Device evaluation the echo-19 device of lot number c1318475 device involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. The customer reported that the needle was fully retracted prior to patient removal. Also it was confirmed that the needle was bend at the patient end on evaluation of the returned device damage was noted to tip of needle. Needle advances and retracts without issue. No other defects observed. Complaint is confirmed as the failure was verified in the laboratory. A definitive root cause for the customer complaint was determined - off label use, this device is not indicated to gain access.this device is used to sample targeted submuscosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope. Document review a review of manufacturing records were performed for lot c1318475 and there were no discrepancies which could have contributed to this occurrence. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1318475. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. The instructions for use, ifu0101-0, advises the user to intended use,: ¿intended use: this device is used to sample targeted submuscosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ the instructions for use, ifu0101-0, advises the user to: ¿contradictions: those specific to primary endoscopic procedure to be performed in gaining access to desired site.¿ there is evidence to suggest that the customer did not follow the instructions for use (ifu0101-0). From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. Summary complaint is confirmed as the failure was verified in the laboratory. The risk was determined to be no risk (category iii). From the information provided, no adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Eus guided puncture access procedure was being performed, however the needle(echo-19) was bent. The physician removed and use other echo-19, and puncture finished successfully.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031, information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Eus guided puncture access procedure was being performed, however the needle(echo-19) was bent. The physician removed and use other echo-19, and puncture finished successfully.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Eus guided puncture access procedure was being performed, however the needle (echo-19) was bent. The physician removed and use other echo-19, and puncture finished successfully.